Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with these left ventricular (lv) and right ventricular (rv) leads experienced muscle stimulation a few days post implant. Troubleshooting was discussed with boston scientific technical services (ts). It was noted that the patient did not feel muscle stimulation with rv only or lv only pacing, only when biv pacing. And during troubleshooting, the rv lead exhibited loss of capture when pacing ring 2 to rv; all other vectors were able to capture but still caused muscle stimulation. Ts discussed that there was a concern that the lv lead may have moved since implant. The plan was to continue troubleshooting. The system remains in service no adverse patient effects were reported.